Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the case was converted to open surgery due to the patient's anatomy. According to the customer, the patient's tumor was too large and bleeding obscured visibility of the tumor. As a result, the surgeon made the decision to convert the procedure to open surgery. The surgeon had anticipated the possibility of the conversion due to the tumor size. The patient tolerated the conversion well, with no complications reported. The following information is unknown: the cause of the bleeding, the blood loss volume, and what medical intervention was rendered to address the complication. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.